Event description:
It was reported that the patient went to the hospital due to an audible alert. It was noted there was short v-v intervals, high impedance, some non-sustained ventricular tachycardias and confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, lead warning alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). An rv pace lead impedance alert occurred on (B)(6) 2014. Max ventricular pace impedance rises from 736 ohm the week ending (B)(6) 2014 to greater than 2300 ohm the week ending (B)(6) 2014. There are 4 non-sustained tachycardia (nst) events of less than 220 ms v-v cycle recorded on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.